Event description:
It was reported that when the pump was replaced on (B)(6) 2008, the physician had called on (B)(6) and said the computer print out noted the pump was ¿no good¿ and in two months the pump would quit working. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details, troubleshooting, resolution, medication and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l42924, implanted: (B)(6) 1997, product type catheter . (B)(4).